Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: foreign - event occurred in sweden. G2: literature - pejic, a., mukka, s., sward, p., jobory, a., & leonardsson, o. (2025). Lower dislocation rate in total hip arthroplasty for femoral neck fracture after transition from a conventional cup to a dual mobility cup. Injury, 56(8), 112539. Https://doi.org/10.1016/j.injury.2025.112539. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that five patients in a conventional total hip arthroplasty cohort were revised due to dislocation; in four of these cases, component malalignment was identified as the cause. Attempts have been made and no further information has been provided.